Event description:
It was reported that an alert was received in the remote home monitoring system three days post implant for right atrial automatic threshold (raat) test suspension in this pacemaker. Review of stored device data noted the test entered suspension due to noise on the right atrial (ra) lead in the evoked response window. No loss of capture (loc) was observed. Additionally, this pacemaker and right ventricular (rv) lead exhibited undersensing one day post implant. It was noted that no recent r-wave measurements had been recorded. Further review was recommended to the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an alert was received in the remote home monitoring system due to low signal amplitude measurements on the rv lead with ongoing undersensing. Further review recommended. No further assistance requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.